Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm 19 issue was verified. Functional testing was performed and no failure was identified related to the reported high blood glucose level issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 566 mg/dl with large ketones. The customer's health care provider (hcp) identified ketones as dangerous and life-threatening. Reportedly, the cause of the elevated bg level was unknown. The contact stated there were no obvious issues observed with supplies and stated the site in use at the time of the issue has not yet been removed and inspected. The customer went to the emergency room (ER) and was given intravenous (IV) insulin and IV fluids. Customer was in the ER for 5 hours and was admitted to the intensive care unit (ICU) upon release from the ER. When leaving the ER, the customer's bg level was 166 mg/dl. During hospitalization, customer was treated with IV fluids, lantus injections, and manual correction injections. Additionally, it was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The contact confirmed that the customer had an alternate method of insulin delivery available. Reportedly, the customer was admitted to the hospital on (B)(6)2017. Multiple attempts were made by cts to obtain hospital release date; however, no additional information regarding this event was provided.